Event description:
My husband had I have been trying to conceive for a year -since 2005-, I've begun iui fertility treatment, so I bought confirm clearly home pregnancy test from rite aid for checking our success. I had to have a 10,000 iu hcg injection and tested my urine with this test 7 days after the injection and got a negative result, (which I now know shouldv'e been positive because the injectable hcg doesn't leave your system for 10 days). In retrospect, that is the first sign that this test is garbage. At that time I believed the result, so I waited until 8 days after my injection and got a positive. When the dr told me it was still too early to test because of the hcg injection, I waited. I took the test again 13 and 14.5 days after the injection and both of these were positive. Since the dr said the hcg would've been out of my system by then I believed the results. I told my husband, family, friends, boss, hr at my work, subscribed to pregnancy magazines, and totally adjusted my life under the false belief that I was truly, finally pregnant. Then dr tested my blood the next morning and two days later and found my hcg level was below 1. I was not nor had I ever been pregnant. I have been so devastated by this. If this stupid product hadn't gotten my hopes up then I wouldn't be going through this horrible heartbreak. I complained to the co but they kept asking what I had done, as if their product never gives false positives. I am a scientist so I know how to follow instructions accurately; it's insulting and cruel that they try to blame their product's faulty results on the victims of their fraud! I then investigated further and found chat sites where many, many women have gotten false positives just like me. I believe this co knows their product is defective but is callous to the heartbreak they are causing many women. I strongly believe this product should be pulled off the market and the co fined for false advertising.